Event description:
Synovitis [synovitis]. Right knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female pt (age not provided), initials unk with osteoarthritis (grade 03). (B)(4). The pt's medical history was significant for previous medical device implantation with synvisc (1st course). It was reported that the age at the time of first synvisc injection was (B)(6). On (B)(6) 1999, the pt initiated treatment with first intraarticular synvisc (hylan g-f20) injection of the second course in the right knee (dosage regimen not provided). The lot number of synvisc was not provided. On (B)(6) 1999, the pt experienced mild synovitis after 1st synvisc injection and was treated with intramuscular celestone (betamethasone) at a dose of 2 cc. On an unspecified date in 1999, the pt received second synvisc injection. On (B)(6) 1999, the pt received third synvisc injection. On (B)(6) 1999, the pt developed severe synovitis after third injection. On an unspecified date in (B)(6) 1999, the pt had severe right knee effusion and 95 cc of cloudy yellow joint fluid was aspirated with no signs of infection and the pt was treated with celestone. On (B)(6) 1999, the pt recovered from synovitis. The pt's outcome for the event of right knee effusion was not provided. Relevant concomitant medications were not provided. The intensity for both the events was severe. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and did not provide the relationship was the event of right knee effusion. The qa (quality assurance) investigation results were received on (B)(6) 2013.

Manufacturer narrative:
The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. F/u info was received on (B)(4) 2013 and the pt initials were reported as (B)(6). MFR's comments: the benefit risk profile of the product is not altered by this report.